Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is similar to a device marketed in the u.s. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, the physician had difficulty connecting the left ventricular (lv) lead to the device. It was also reported that the lv lead impedance was measuring high in all vectors except the first (vg1/coilvd). After multiple attempts, the physician used mineral oil and was able to connect the lead to the device. The device and lv lead remain in use. No patient complications have been reported as a result of this event.